Manufacturer narrative:
On march 25, 2025, mentor became aware that the patient experienced bilateral capsular contracture; baker grade unknown and the correct device information for both sides. Hence, following information has been updated on this form: field d1 for brand name has been updated to "mentor memorygel boost breast implant". Field d4 for catalog number has been updated to "shpb200". Lot number "9987646"has been added to field d4. Field d4 for serial number stays as reported before "(B)(6)". Field d4 for unique identifier (UDI) has been updated to "(B)(4)". Field h6 health effect - clinical code has been updated to "capsular contracture". Field h6 health effect - impact code has been updated to "recognised device or procedural complication". A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 40-year-old hispanic female patient underwent primary breast augmentation with 250cc mentor memorygel breast implant on both sides and experienced dissatisfaction with implant size. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right-sided device.